Event description:
Device kept giving check saline error code. Restarted device and checked saline supply multiple times. This is the second time this happened on this particular device this week. No patient harm.